Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Customer provided information of their reprocessing method. During pre-cleaning, suction and rinsing is performed for the air water channel and aerator channel. Detergent is not used. During manual cleaning detergent used is ddn9. Brushing is performed for the operating channel, suction channel, suction piston, operating channel port, distal end, and area around the elevator. Model numbers of the brushes used are albyn double medical brush 5 mm and 11 mm diameter. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is soluscope 4. Detergent used with it is cln and disinfectant used is paa. The device is stored horizontally after reprocessing. Maintenance of the device is by olympus.

Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, third party testing and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: knob play and less angulation; switch section-key top 1 - scratch; universal cord-wrinkle; insertion part bending section rubber glue-separated. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.